Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. At the time of the reported event, customer had not yet addressed their elevated bg. Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy.